Event description:
During consultation of a patient, the smarttouch programmer with 3.16 smartview installed froze; the tablet was restarted to continue the follow-up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The preliminary investigation let to the following observation: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter, and this explains the reported freeze during the programmer session.

Manufacturer narrative:
The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer, which explains the reported freeze during the programmer session. This limitation will be corrected in the upcoming programmer version.

Event description:
During consultation of a patient, the smarttouch programmer with 3.16 smartview installed froze; the tablet was restarted to continue the follow-up.